Event description:
Reportedly, when the device was interrogated during a regular follow-up on (B)(6) 2015, no data was available in device memories. It was also observed that the pacemaker was operating with "as shipped" values.